Manufacturer narrative:
The report of not being able to disconnect the driveline from the system controller due to the driveline release button not depressing to release it was confirmed during the investigation of the returned system controller. The returned system controller was returned partially disassembled with the housing open. A sticky green contamination was concentrated around where the power cables enter the system controller housing. The contamination was also noted on areas of the main pcb adjacent to the power cable connections, the inner surfaces of the housing, and the casing of the speakers. The driveline release button on the bulkhead connector was encased in green contamination. Contamination was also present inside of the bulkhead connector. The driveline release button was tested and a significant amount of force was needed to depress the button, confirming the reported event. The bulkhead connector was cleaned with isopropyl alcohol and the driveline release button was able to be depressed with noticeably less force. The system controller was reassembled and passed the functional test procedure without issue. Inspection of the bulkhead connector revealed that a buildup of contamination had compromised the functionality of the driveline release button. The contamination was concentrated around where the power cables enter the system controller housing which suggests that this was the point of entry. The insulation of the power cables was removed and a sticky green substance coated the shielding. The green contamination around the bulkhead connector, inside of the system controller housing, and on the shielding is indicative of fluid/moisture reacting with the shielding of the power cables. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 2 years (calculated from the date that the system controller was shipped to the implanting center). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that when attempting to perform a system controller exchange for an unrelated event, the lvad clinician was unable to disconnect the driveline from the system controller. Reportedly the button to release the driveline would not depress to release it. It was reported that the patient had potentially sprayed water on the system controller power cables with a garden hose approximately 6 weeks prior. The center requested that the manufacturer¿s technical services be onsite when the patient was back in the clinic to disconnect the system controller. No clinical symptoms were reported. On 17jul2017, a representative of the manufacturer¿s technical services arrived onsite and upon removal of the system controller cover, green ¿gunk" was found in the system controller and in/around the black driveline housing piece. The driveline was successfully disengaged with the green substance found on the driveline lead. The driveline was partially cleaned with alcohol cloth for approximately 5-10 seconds and was connected a new system controller without issue. On 26jul2017 technical services again arrived onsite to clean the driveline lead as there was still green substance present. The driveline was cleaned with medical adhesive remover and isopropyl alcohol. The replacement system controller also had green ¿gunk¿ in the black lead housing area where the driveline lead connected due to the residual substance on the driveline lead. A second system controller exchange was performed in order to eliminate the green gunk as much as possible. The driveline was connected to the new system controller without issue. No additional information was provided.